Event description:
It was reported that during removal of the device from the port body, the safety mechanism didn't work and the needlepoint could not be locked in the base. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of difficulty advancing the safety mechanism is confirmed and was determined to be use-related. One 22 ga x 0.75 in. Safestep infusion set without y-site was returned for evaluation. An initial visual observation showed use residues throughout the returned safestep infusion set. The needle safety mechanism was not engaged upon the return of the infusion set. A microscopic observation revealed nothing remarkable along the returned infusion set before the safety was engaged. A functional test of attempting to engage the needle safety mechanism revealed difficulty during attempts to advance the safety. The safety mechanism did advance with some force. After the safety was engaged, it was observed that the needle shaft was bent. Because use residues were observed along the infusion set and the needle shaft was found to be bent, the complaint of difficulty advancing the safety mechanism is confirmed and was determined to be use related. Excessive force during insertion of the needle may cause the needle shaft to bend, thus causing difficulty advancing the safety mechanism. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during removal of the device from the port body, the safety mechanism didn't work and the needlepoint could not be locked in the base. There was no reported patient injury.